Manufacturer narrative:
(B)(4).

Event description:
Device issue: deflation and removal difficulty. Time of device issue: during the procedure. Adverse event: none. It was reported that a 3.5 x 15 mm xience v stent was implanted in the proximal left anterior descending artery (lad) to the left main. The stent implant was deployed at 9 atm and an attempt was made to deflate the stent delivery system (sds) balloon, but the balloon did not deflate. The sds balloon was pressurized up to 9 atm, then an attempt was made to deflate the balloon; however, the sds balloon still did not deflate and could not be re-wrapped. The balloon was then pressurized up to 12 atm and negative pressure was pulled. The balloon did not deflate as the contrast media remained inside of the balloon. Assuming the guide wire placed in the left circumflex (lcx) may have entangled with the sds, causing the inability to remove the sds, the guide wire placed in the lcx was withdrawn. Further attempts to pull the sds proximal were made but failed, which revealed that the balloon was not deflating inside of the stent implant, causing the inability to remove the sds. Finally, the sds and the guide wire, were removed with force, out of the implanted stent. No additional event or pt info is available.